Event description:
Per the clinic, the recipient experienced a skin breakdown at the implant site, exposing the receiver/stimulator. Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported) and revision surgery was performed under general anesthesia on (B)(6) 2023 in order to adjust the coil placement.